Event description:
I had the novasure procedure done and for about a year was ok and then I begin to have episodes of horrible pain. I would get these horrible pain episodes once a month that would last about 4 days. After about 4 months; I had to have a hysterectomy due to the problems of the novasure.